Event description:
It was reported that the system 6600's high voltage cable had exposed wires creating a shock hazard. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service rep to evaluate the system. The cable will be repaired or replaced. No further problems are anticipated once repairs are affected. An additional report will be generated and submitted if further info becomes available.